Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during an acl reconstruction procedure the sales rep's twistr retroreamer broke in two during use inside the patient. The sales rep stated that this likely occurred due to torque. The device was fully removed from the patient. The case was completed using a traditional approach with an acorn reamer in a new bone hole. There was a five minute delay to remove the device from the patient. The sales rep stated there is no need for surgical intervention. The device is being returned for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. The drill shaft was received broken off the inner handle and threaded cylinder. The sleeve was twisted at the connection point between the drill and cylinder. It was also observed that there are scuff marks on the outer sleeve that the drill fits inside while drilling. This failure may be caused by excessive loading on the drill handle which can produce undesired bending of the drill shaft. When the drill shaft bends, stress can cause breakage of the connection between the drill and the cylinder therefore is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. A non-conformance was identified during the processing of this lot of product, however is not related to the complaint condition. There were no issues during the manufacture of the product that would contribute to this complaint condition. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).